Event description:
It was reported that the superior vena cava (svc) and the high voltage bottom (hvb) portions of the right ventricular (rv) lead displayed high impedances. It was also reported that there was a patient alert and there is a suspected insulation issue. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.